Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade iii, chest pain, double capsule, inflammation/irritation, crease/folding of implant.

Event description:
Healthcare professional reported right side "history of seroma" diagnosed via MRI, "severe chest pain", "capsular contracture baker grade iii", "cartilage-like folded implant capsule was revealed that deformed the implant", "double capsule", "signs of an inflammatory reaction in surrounding tissues", and "single folds and linear convoluted areas". Patient undergone capsulectomy. Device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported right side "history of seroma" diagnosed via MRI, "severe chest pain", "capsular contracture baker grade iii", "cartilage-like folded implant capsule was revealed that deformed the implant", "double capsule", "signs of an inflammatory reaction in surrounding tissues", and "single folds and linear convoluted areas". Patient undergone capsulectomy. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Crease folding of implant: not observed. Chest pain: unable to observe since it is not related to the device. Additional, changed, and/or corrected data: h.6.